Event description:
Related manufacturer reference number:2017865-2022-44908. It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the pacemaker exhibited undersensing and it was noted that the auto capture was set at high output. Also, the atrial lead exhibited low pacing impedance. Programming changes were made to resolve the pacemaker issue while no intervention was made for the lead. The patient was stable and will continue to be monitored.